Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and marcaine via an implantable pump for non -malignant pain and failed back surgery syndrome. The concentrations and dose rates of morphine and marcaine (bupivacaine) were unknown. It was reported that they wanted someone to interrogate the patient¿s pump. The patient was having some withdrawals and was having a different kind of pain that was in her neck down to her shoulder and into her arms. It was further noted that the patient had been cold, was constantly yawning, and had diarrhea. The patient was being admitted to the hospital. The patient has magnetic resonance imaging (MRI) on (B)(6) 2020 and was able to get a successful bolus. The patient was hearing no audible pump alarms. There were also no errors on their personal therapy manager (ptm) screen and they kept getting successful boluses. It was clarified that all the symptoms started yesterday ((B)(6) 2020). The patient was to follow-up with their healthcare provider to check the pump. No further patient complications have been reported as a result of this event.